Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a no delivery alarm. Insulin pump will be replaced. Customer was assisted in performing a 5.0 unit fixed prime and did not exit and alarmed. Customer was assisted with plunger push and reports that insulin did not exit and there was greater than normal resistance. It was reported that reservoir and infusion set would be replaced.